Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During atherectomy, the distal tip of the driveshaft became fractured on the diamondback 360 coronary orbital atherectomy device (oad). The oad was turned off and removed along with the guide wire. The tip was still intact on the wire by the spring tip. When the physician was attempting to rewire the lesion, a non-flow limiting dissection was observed via angiographic imaging. No further intervention was performed. The patient was stable and admitted overnight for observation. The patient was discharged the following day.